Event description:
It was reported via repair work order that there was no power to bed because power cord and power feed transformer was not providing accurate power to unit due to malfunction ac-dc power supply. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.